Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green material on the system controller was confirmed via analysis of the submitted photos. Visual inspection of the submitted photos revealed that a green fluid contamination that was consistent with fluid ingress was on the outer jacket of the controller¿s black power lead near the strain relief on the connector side of the cable. No other physical anomalies were observed in the visible portion of the submitted photo. Additional information provided communicated that the system controller was exchanged and was discarded; therefore, the controller will not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer sent a text message asking if the clinic had ever seen this and supplied pictures of green material attached to the system controller lead and mobile power unit (mpu). No alarms were active. A system controller exchange was recommended. The source of the green dye material noted on the controller and mpu was unknown. The patient would present to the clinic for a system controller exchange and log file analysis. There were no active alarms. The system controller was exchanged with no issues noted.